Manufacturer narrative:
(B)(4) the liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records do not indicate there was a causal relationship between the liberty cycler and the peritonitis.

Event description:
Peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2016 for peritonitis. Patient was discharged from the hospital on (B)(6) 2016. The medical records were reviewed. Patient felt that she was eating at a local food establishment and had some sauces there. The patient stated that soon after she began having nausea, vomiting, severe periumbilical abdominal pain and began having loose stools for two days prior to this hospital admission. The physician was not able to determine the cause of the patient's ileum thickening but felt that peritonitis could have contributed. Medical records do not contain a peritoneal dialysis culture or cell count for review. However, the peritoneal dialysis registered nurse (pdrn) stated the peritoneal dialysis culture showed no bacteria but the white blood cell (wbc) count was around the 660 range. The polymorphonuclear cell count was unavailable and it was not mentioned if this was over 50%. According to the pdrn, the patient did not follow aseptic technique because she did not use hand sanitizer prior to treatment. The pdrn stated the patient was treated with intraperitoneal vancomycin and ceftazidime. Patient was re-trained on proper aseptic technique and continues performing peritoneal dialysis.